Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty with direct stenting was encountered. The physician attempted unsuccessfully to position the taxus express2 8.8% 3.0mm x 24mm stent without dilating the instent restenosis in the right coronary artery. Upon retrieval of the device, it was noted that a strut from the stent was twisted and bent backwards. It was reported that this did not lead to any pt injury and the procedure was successfully finished using another taxus device. No other pt complications have been reported.